Manufacturer narrative:
Evaluation summary: a fatu (final acceptance test unit) was performed before and after the 93-hour burn-in test, per the applicable sop. No error messages were logged. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. The complaint of "cco not working - inconsistent" could not be confirmed during the evaluation. No additional actions will be taken at this time.

Event description:
It was reported that the there was inconsistent and "constant fluctuation" of the cardiac output reading. A spare monitor was swapped in and the issue was resolved. No additional details were provided. No patient injury was reported.